Event description:
Aquatrack was entered through a stainless steel needle and upon encountering tortuosity was advanced and retracted through the needle. The wire was then withdrawn from patient with significant damage to the polymer coating.

Manufacturer narrative:
Initial reporter indicated that device is not available for evaluation.